Manufacturer narrative:
(B)(6).the pump was returned to animas. Evaluation revealed contamination under keypad button contacts and that the keypad buttons were intermittently activating pump functions when pressed. Unrelated to the issue, the pump battery compartment was cracked which is not likely to cause or contribute to a serious injury as it is obvious and detectable and the owner's booklet instructs the user to check for chips, cracks and leaks.

Event description:
The distributor reported that the ok button was sticking.